Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a mircodislodgement of the right ventricular (rv) lead occurred during another surgical procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.